Event description:
It was reported that a dialyzer had a blood leak during hemodialysis therapy. The leak was observed on the sealing of the dialyzer's venous cap. The estimated blood loss for the patient was 100ml. Hemodialysis therapy resumed with a new dialyzer from a different batch. The nurse stated that the issue was observed during the dialyzer?s third use and the dialyzer had been reprocessed with an automated reuse system. The nurse also stated that the dialyzer passed a leak test prior to patient use. There was patient involvement; however, no patient medical injury or adverse event was reported.

Manufacturer narrative:
(B)(4). The actual sample was discarded by the customer. However, a retained sample from the same lot was visually and functionally tested by nipro with no damage or leaks noted. The reported condition was not confirmed and the root cause could not be determined. A manufacturing batch record review was performed by nipro with no issues or abnormalities noted during the manufacture of this lot. The complainant indicated that these devices were resterilized by chemical methods and reused 3 times. Per the product label this is a single use device.